Event description:
It was reported that the patient presented to the ER due to a vibratory alert for extended charge time. The patient was admitted to the hospital and the device was checked. Review of device image did not show any anomalies. The device remains implanted and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.